Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 device, noting that device is alarming indicating ECG device malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips remote service engineer (rse) assessed the device and confirmed the reported problem. Rse instruct customer to re-run op check without ECG lead wire. Power on test and visual test are passed. All items are passed and device return to full functionality. The device remains at customer side, and no additional evaluation is necessary at the moment. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after customer was guided by rse to rerun op check without ECG lead wire. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.